Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced undisclosed injuries following the surgery. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(4) 2013 by dr.(B)(6) at cox health due to adhesion. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient codes: (B)(6). It was reported that following insertion the patient experienced pain and urinary frequency. No additional information was provided.